Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device event history log was examined and this confirmed the device gave error code 46228. The cause of the issue was not confirmed.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 46228. This occurred while testing. There was no patient involved.